Event description:
The manufacturer received information regarding a dream station auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, service center found rust inside the device. In addition, error codes (84,85,190) present and unit was scrapped. This report is being submitted for the corrosion found in the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.